Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's issues with their insulin pump. The mother states the pump screen was cracked and water had gone inside the pump. The mother states they had tried to bolus, but the device got stuck in loop. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The insulin pump had a deep scratched display window and cracked reservoir tube lip.